Event description:
An employee from our customer reported to our sales rep, that he was observing a surgery procedure. During metal excision the tip of the screwdriver has broken off. There was no delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.